Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's stimulation didn't seem to be working. It was clarified that they were having to crank it up recently because the patient was still having bladder accidents. The patient was doing well for a while but they've increased form 3.1v to 6.2v in the last 24 days. The caller stated that they previously spoke about this but the patient was still having symptoms. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The patient was on program 2 at 6.2v and confirmed feeling stimulation in the correct area. It was noted that the caller wanted to change programs as the patient did not yet have a health care professional to follow up with and it was hard for the patient to leave the house because she broker her foot. The patient changed to program 3 and set stimulation to a comfortable level at 2.2v. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient kept wetting the bed multiple times during the night. They did not feel stim while therapy was not on. Patient was instructed to turn therapy on during the call but the situation was not resolved. It was indicated that patient was at 8.5v and patient had turn stim down to 1v and then turn stim on. Patient increased to point where they could feel stim but did not hurt at 1.9v. Patient stated they fell yesterday morning but was having issues before they fell. Patient was instructed to keep voiding diary. Patient is no longer has a managing healthcare provider (hcp) as the hcp was no longer in practice. There were no further complications that have been reported as a result of this event.